Manufacturer narrative:
No patient involvement reported. Date device became stuck/jammed is not known. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the sterile processing department (spd) noted the cable tensioner was not functioning properly. Further inspection of the device revealed a 1.0mm cable wire is stuck inside the cable tensioner. Device was used in an unknown procedure on an unknown date. Issue was discovered after that procedure by the spd. It is unknown when, how or where the cable became stuck. No patient involvement was reported. This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No service history review can be performed as part number 391.201 with lot number(s) p266797 is a lot/batch controlled item. The service history review is unconfirmed. The customer reported the tensioner had a wire stuck inside of it. The repair technician reported the cable wire was stuck in the tensioner. Binding is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history records review was completed for part# 391.201, lot# p266797. Supplier: rti surgical, release to warehouse: may 01, 2017. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned device was forwarded to the supplier for investigation. Visual inspection found that the cable is jammed along the side of the collet assembly returned to rti surgical was the following: synthes part number: 391.201, rti surgical part number: 404-427, part description: synthes tensioner, batch number: p266797, synthes complaint number: (B)(4). The inspection results of this device are as follows: visual inspection found that the cable is jammed along the side of the collet assembly. Removed jammed cable for functional inspection. The device passed functional inspection and therefore a root cause could not be determined. Manufacture date: 01/10/2017, days to failure: 230. Batch occurrence: this was the first occurrence for this batch with this failure type. A DHR review has been conducted and found that the device met specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is below actionable limits. Risk analysis risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. A definitive root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 09nov2017, it was reported that patient involvement is unknown.